Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was unknown. It was reported that the patient was unable to have the pump refilled due to the pump flipping. Environmental/external/patient factors that may have led or contributed to the issue included ¿previous suture broke and pump flipped.¿ troubleshooting included x-ray was taken confirming pump flipped. Interventions included a pump revision was planned and will be re-sutured. The issue was not resolved at the time of the report. There were no symptoms reported. There were no further complications reported/anticipated.